Manufacturer narrative:
This device was returned in october 2014 at the time of the original report of this complaint. (B)(4) was opened at that time. (B)(4) has been created to capture the new reported information, with the addition of the device being on a patient at the time. The device was returned and evaluated. The rsc investigation did not confirm any alarms present on the device, but noted the no reading at power up was 12 ppm at room air. After successful low and high no calibrations, the device was no longer reading 12 ppm at room air, consistent with cell recovery between the time of the complaint and the rsc investigation. The no cell was replaced as a precaution. Service log review identified a failed no sensor alarm first occurring at 140b 0d 00:04:02 with concentration counts (53) below the minimum allowed 57 counts. A failed no cell alarm occurs through 145b, which is consistent with the reported complaint of no monitoring issues. The root cause was determined to be no cell saturation. The device was serviced, passed a full functional test, and was returned to the device pool. All reported complaints are monitored and the associated root causes are trended.

Event description:
The reporter contacted the company in (B)(6) 2014 with a complaint for a low nitric oxide (no) monitoring condition. At that time, the customer did not report any injury or deterioration in the patient's state of health. On (B)(6) 2016, the company received a user facility medwatch stating that the device was monitoring 11-12 ppm when set at 20 ppm. Patient did not experience any adverse event at this time. The facility switched out the device and the patient continued without any adverse event being reported. This MDR is being filed as a response to the user facility medwatch, but is not considered reportable based on the information provided.